Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was "dim and hard to see" and that the pump "loses connection with cgm." Additionally, it was reported that the pump indicated a data log corruption. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.